Manufacturer narrative:
The trial lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had cardiac issues while the physician was attempting to enter the epidural space during a trial procedure. The patient was administered epinephrine while on the operating table and the trial was aborted. The patient was stable after brought to recovery.